Event description:
Dealer states the actuator is moving left to right at the top attaching point, missing two washers, other items are parts only.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.